Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken grip tip at the grip base. A piece approximately 0.120" x 0.320" was found to be broken off the yaw pulley and the broken piece was returned. This failure is typically attributed to mishandling/misuse. An additional observation not reported by the site was also observed. The instrument was found to exhibit corrosion on the grip tips. Orange discoloration was observed on both grips, likely due to improper cleaning. This failure is typically attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure that a piece from a mega suturecut needle driver instrument broke off inside the patient during suturing. The piece was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the piece was retrieved and it was confirmed that no fragments were left behind. No additional procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed. The customer was passing and retrieving a suture needle when the issue occurred. The surgeon believed that the instrument was fatigued. The instrument was inspected prior to use and no damage was noted. The instrument did not collide with other instruments or hard materials. The instrument was not removed during the procedure (prior to the breakage) and it happened during the initial use of the instrument. No resistance was felt while removing the instrument through the cannula and the instrument was removed with a straightened wrist. No other damage was noted after removing the instrument. There was no injury to the patient and the patient did not return to the hospital due to experiencing any post-surgical complications related to a foreign object. The instrument is available for return to isi for evaluation. No images/videos are available for review.